Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). Other device used: catalog #00801804002, versys femoral head, lot #62288126 manufactured by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to multiple dislocations from acetabular component positioning. During surgery, the surgeon noticed the femoral component was levering on the shell.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00643. Concomitant medical products: 12/14 cocr femoral head 40 mm +0 catalog#: 00801804002 lot#: 62288126. Unk continuum cup catalog#: unknown lot#: unknown. Unk stem catalog#: unknown lot#: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.